Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the programmer-displayed longevity had fluctuated over the past several months. The patient will be monitored.